Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patient samples tested on a cobas 8000 ise module (double). The reporter stated that they were having ion-selective electrode (ise) issues causing negative anion gaps. The issue involved the ise 1 and ise 2 units of the module. The samples were rerun on another cobas 8000 ise module. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reporter was able to provide the following examples of discrepant results: sample 1's initial result from the module at 10:08 pm was 154 mmol/l. The repeat result from the other module was 134 mmol/l. Sample 2's initial result from the module at 10:13 pm was 135 mmol/l. The repeat result from the other module was 125 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The calibration performed on 27-feb-2022 did not indicate an issue. The qc recovery was within -2 sd. There was no indication of a performance issue of the reagent. The alarm trace indicated that there were multiple abnormal aspiration alarms noted on the date of the event around the time the sample was processed. The field service engineer (fse) replaced the sample probe as he noted that there was obtrusion to water flow out of the probe during air purges. The customer performed calibration and qc with acceptable results after service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.